Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported that during a synchronized cardioversion procedure, the defibrillator was showing the "sync" markers incorrectly, at the top of the ECG "t" wave instead of the "r" wave. Because of this, the patient reportedly received an unsynchronized defibrillation shock, which induced the patient's heart rhythm into a ventricular fibrillation rhythm. The patient then received a subsequent defibrillation shock, which converted the ECG rhythm back to a normal sinus rhythm. The patient did survive. A clinical review of the reported event determined that based on the evidence reported, the patient was in a viable state, and the unsynchronized shock placed the patient into a life-threatening condition.